Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that air bubbles were observed within the cartridge and the tubing. Customer¿s blood glucose level was 501 mg/dl. Customer addressed elevated bg by a correction bolus via the pump. Caller changed cartridge and tubing and resumed insulin. Customer will continue to use current pump.